Event description:
It was reported that during a supply change the user received an ¿unable to proceed¿ message associated with an error during fill tubing consistent with an occlusion, and the agent instructed the user to replace supplies with an inset 6 mm, 23 in set and to ensure no air was present in the cartridge; replacement supplies were shipped and troubleshooting and education were completed. Symptoms included interruption of insulin delivery without reported adverse physiological effects. Outcomes included resolution of the alarm condition after supply change and user education, with no hospitalization. Investigation included technical troubleshooting with the user. Investigation of this case revealed a probable flow restriction or occlusion related to infusion set or cartridge preparation, consistent with device alarm behavior and resolved by replacing the disposable components. It was concluded, based on previously established findings for similar reports, that the cause was user handling and disposable component issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.